Event description:
Four months after undergoing stent implantation, the pt underwent an MRI and a day later was admitted with a heart attack. During the angiogram, thrombus was noted in the cypher stent. The lesion could not be crossed with the guidewire; therefore the physician treated the pt with blood thinners for a couple of days. Two days later the pt was treated with angioplasty. After the procedure the pt was in good health.

Manufacturer narrative:
Sixteen (16) months after the last episode, the pt was schedule for a colonoscopy procedure, and was taking off the plavix seven days prior to the procedure. However, the day of the procedure, the pt had heart attack. An angiogram revealed that the cypher stent was thrombosed. The pt was treated with angioplasty. Currently the pt is good health. Add'l info will be submitted 30 days from the date receipt.